Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device, and found the led of the front panel of the device was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that the reported phenomenon was occurred due to the led front panel of the device was broken by some cause. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Event description:
When olympus medical systems corp. (Omsc) confirmed the device, the leds of the front panel of the device are not turned on. Other detailed information was not provided. There was no report of patient injury associated with the event.